Event description:
It was reported that tip detachment occurred. A direxion fathom-16 system was selected for use in an embolization procedure of abdominal vessels. During the procedure, when the physician attempted to retract the microcatheter, the catheter lost its tip. The procedure was completed using an alternative method and there were no patient complications.